Manufacturer narrative:
PMA/510(k) # k163018 device evaluation the zilver 635 biliary self expanding metal stents of unknown lot numbers involved in this complaint was implanted in the patients and were not available for evaluation. With the information provided, a document-based investigation was conducted. Document review as the lot numbers of these complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver 635 biliary self expanding metal stent devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl there is evidence to suggest the user did not follow the instructions for use (ifu0065-3) the instructions for use (ifu0065-3) states: this device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so could make it difficult or impossible to remove the delivery system. According to the description of events tab they were either placed side by side (off label japan) or had a stent-in-stent (off label) deployment. Root cause review a definitive root cause of off label use was determined from the available information. The instructions for use (ifu0065-3) indicate that the device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so could make it difficult or impossible to remove the delivery system. According to the description of events tab the device was placed side by side (off label japan) or had a stent-in-stent (off label) deployment. It is not possible to state how the device will perform when used outside of its validated state. The complaint is confirmed based on customer testimony. According to the initial reporter, surgical intervention was required. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted based on an update to the annex g code

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) # k163018. Device evaluation: the zilver 635 biliary self expanding metal stents of unknown lot numbers involved in this complaint was implanted in the patients and were not available for evaluation. With the information provided, a document-based investigation was conducted. As the lot numbers of these complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver 635 biliary self expanding metal stent devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is evidence to suggest the user did not follow the instructions for use (ifu0065-3) the instructions for use (ifu0065-3) states: this device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so could make it difficult or impossible to remove the delivery system. According to the description of events tab they were either placed side by side (off label japan) or had a stent-in-stent (off label) deployment. A definitive root cause of off label use was determined from the available information. The instructions for use (ifu0065-3) indicate that the device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so could make it difficult or impossible to remove the delivery system. According to the description of events tab the device was placed side by side (off label japan) or had a stent-in-stent (off label) deployment. It is not possible to state how the device will perform when used outside of its validated state. The complaint is confirmed based on customer testimony. According to the initial reporter, surgical intervention was required. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
"Staub et al 2020 ¿ ¿unilateral versus bilateral hilar stents for the treatment of cholangiocarcinoma: a multicenter international study¿. The stents used included the boston scientific wallflextm uncovered sems or the cook zilver® uncovered sems. In patients who underwent bilateral stent placement, they were either placed side by side (off label japan) or had a stent-in-stent (off label) deployment. This file will capture the potential that this event occurred in the us. 2 cases of perforation. 2 cases of perforation.